Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pocket heating approximately a couple of hours into her recharging session. The patient stated the sensation was warmth but not hot, and it was not uncomfortable. The patient stated she would stop charging for a while to cool the charger down then continue charging the ipg. A replacement charger was sent to the patient, however the patient reported the issue persisted with the new charger. Surgical intervention may be taken to address the issue.

Event description:
Additional information received identified the patient's scs ipg was replaced with a new one.